Manufacturer narrative:
This report is for eighteen (18) unknown screws. Without a valid part and lot number, the UDI is not available. Per facility, the complainant parts have been discarded and are no longer available for evaluation. Unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016 due to non-union. The patient was originally implanted with eighteen (18) screws and three (3) plates on (B)(6) 2015 to treat a sustained mandible fracture. On an unknown post-operative date, an x-ray was performed, which confirmed the presence of a non-union. As a result, the patient was returned to the operating room to have all of the originally implanted hardware removed. Thereafter, the patient was revised to jaw wiring. The procedure was completed successfully with no reported surgical delay or additional medical intervention. No additional information is available. This report is for eighteen (18) unknown screws. This report is 2 of 2 for (B)(4).